Manufacturer narrative:
A candela field service manager visited the site to evaluate the laser system and the high voltage power supply (hvps). The system was not operational at the time of the visit and it was noted that the connector and the cable of the hvps was broken. The laser system hvps and hv wire harness were replaced at no cost to the site. Upon evaluation of the hvps serial number, it was noted that the failed hvps was about 5 years old. The damaged hvps and hv wire harness were returned to candela for evaluation. The quality and sustaining engineering departments examined the damaged hvps and hv wire harness and observed that there were a number of places on the high voltage wire leading from the hvps where bare wires were showing. There were several tears in the insulation of the high voltage wire and the wires demonstrated burns from the outside in. The plastic connector of the hvps case was also fragmented into pieces. Based on the examination, it was revealed the hvps did not "explode", but that a high voltage arc appeared and ground through the hvps frame and then onto the laser frame. The arc also traveled to the high voltage board and melted the solder connection. It was concluded that the failure was due to a high voltage arc from the high voltage wire that flowed backward from the capacitor to the board from a break in the wire. It cannot be confirmed what contributed to the condition of the wire, since the wire did not appear to be cut, but it does appear that it may have been rubbing against some component. To prevent a reoccurrence, the harness should be carefully checked for breaks on lasers of this age during preventative service maintenance for replacement when necessary.

Event description:
Candela's distributor in (B)(4) received a report from a clinic that an explosion of the high voltage power supply resulted in hearing damage for the doctor performing the laser treatment as well as possible injury to a patient. It was reported that the doctor was evaluated by an ent doctor who diagnosed her with otitic barotrauma and prescribed diazepam, methycobal, and mersilon. The status of the patient is currently unknown.